Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity that could have caused the complaint could be found in the lot record review, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occured from the valved trocar cannula. The surgery was completed using the product. No harm to the patient was reported.